Manufacturer narrative:
(See scanned page).

Event description:
It was reported that the generator was too close to the surface and was uncomfortable. The pt requested to have the generator implanted deeper. The pt had a revision to make the pocket deeper.